Manufacturer narrative:
(B)(4) -the consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the connector piece on the back curved support bar allegedly broke. It is unknown how the break happened. No injury.

Event description:
Customer alleged the connector piece on the back curved support is broken, unknown how it broke. No injury alleged.